Event description:
It was reported that a system error 2240 alarm (air in set/line) occurred on the homechoice device. The patient was connected at the time of the alarm. This occurred during dwell seven of seven of peritoneal dialysis therapy. The patient stated that the extraneal bag had a loose connection and was leaking. The technical service representative (tsr) had the patient close the clamps and end therapy. The tsr explained the alarm to the patient and reviewed proper procedures, per the user manual, with the patient. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. A loose supply bag connection is a known cause of this alarm; however, the cause of the loose connection was not determined. Should additional relevant information become available, a supplemental report will be submitted.